Event description:
After clinical use of machine, physics staff started planned measurements at about 1400. At 15:00, they were interrupted by the fire truck. The silent fire alarm behind the gantry had been activated. At that time, they looked on the cctv and saw a lot of smoke in the room. Machine was turned off. When they looked at the generator, it looked like the transformer had caused the problem. There was no pts involved and no health consequences to user or other personnel as a result of this incident.

Manufacturer narrative:
This report has been made on the basis that the fire alarm was triggered. The generator is housed in the equipment room behind the linear accelerator treatment room. There were no pts involved and no health consequences to user or other personnel as a result of this incident. Initial investigation by the generator MFR has indicated that the fault was probably caused by the mfg operation of soldering cables to the transformers. Elekta carried out an initial risk analysis that determined the risk to engineers was: minor injury x remote likelihood = acceptable risk. The generator MFR has introduced a different mfg method to add terminal blocks to the transformer assemblies. The transformer and damaged components at the hosp were replaced with new/modified components from generator MFR. The system has been returned to clinical use. The investigation is in progress.